Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, they were not able to achieve the proper occlusion setting. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device for eval and the eval confirmed that the tubing measurements were out of specification. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).